Manufacturer narrative:
(B)(4). G4: attempts have been made to gather all product identification information, and no further information has been provided. Suggested code (annex g)- mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision op note: preop diagnosis: failed left knee arthroplasty due to loosening of the tibial component, painful left knee. Tibia was found loose and explanted with minimal bone loss, there was a fair amount of membrane around the interface, indicating no ingrowth. No intraoperative complications reported. Femoral and patella components well fixed and remained intact. Complaint is confirmed with provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products(reported): unk rhk tibia lot# unk. Unk tibial augment 5mm lot# unk. Additional associated products: unk hinged knee size c femur lot# unk. Unk 15mm distal augment lot# unk. Unk 11x130 fluted stem lot# unk. Unk femoral cone size small lot# unk. Unk patella lot# unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient, who had two previous knee surgeries/revisions, was revised a third time, two years and four months after the previous revision. The revision was for pain and implant loosening. During the procedure it was noted the tibia had no ingrowth. The tibia, stem and augment were explanted without complication.